Event description:
It was reported that a pt underwent a kyphoplasty procedure at level l5. The ibt could not be retracted after deflation of the balloon. The balloon became dislodged and tore from the ibt. Remnants of the balloon were left inside the pt. Cement ws delivered and the procedure was completed successfully. There were no pt complications. There was no allergy to the contrast media. The pt was not symptomatic. Note: expired product from hospital stock was used during this procedure. No additional info was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative. (B)(4).